Event description:
During review of the in-house programming/diagnostic history database, it was observed that high impedance was observed at the implant on (B)(6) 2009. It is unknown if any patient manipulation or trauma occurred that could have caused or contributed to the high impedance reading. It is unknown if a new lead was placed or whether a generator /lead connection problem was corrected prior to the patient leaving the or. There was no additional diagnostics available indicating whether or not the high impedance was resolved.

Manufacturer narrative:
.